Event description:
It was reported that a new user experienced hypoglycemia while using the ilet, with a lowest blood glucose of 47 mg/dl, and the pump alerted to the low; the event was corrected with oral glucose and did not require outside assistance or medical intervention. Symptoms included sweating. Outcomes included transient hypoglycemia without hospitalization. Investigation included troubleshooting and education regarding the ilet learning period and guidance to continue standard meal announcements while the algorithm adapts. Investigation of this case revealed no device malfunction and an unclear cause of hypoglycemia during the learning phase. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.